Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 100 mg/dl, 170 mg/dl, 90 mg/dl, and 160 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluated by MFR: will not be returned to manufacturer.